Manufacturer narrative:
Product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter product ID 8709, serial# (B)(4), implanted: 2002 (B)(6); product type catheter. (B)(4).

Event description:
It was reported that an x-ray was done and it was noted that the there was a catheter issue, the pump connector disconnected. The pump connector was removed and replaced with a new pump connector on 2014 (B)(6). The location of the issue was the "catheter track." It was reported that patient symptoms associated with the even was increased spasticity. The pump was infusing lioresal. The patient's status at the time of report was "alive-no injury." There was no patient death. (No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent).